Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measures were greater than 10,000 ohms. Determination made that electrode 0 was out of range but all other combinations were intact. The rationale for daily charging due to high parameter settings was also reviewed. Additional info has been requested, but was not available as of the date of this report.